Manufacturer narrative:
Further information from the reporter regarding event product, or patient details has been requested. No additional information is available at this time. The events of "delayed reaction", "nodules:, "red and swollen", "induration", "inflammation" and "hypersensitivity" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: patients may experience late onset nodules with use of dermal fillers, including juederm voluma xc. Adverse events: per table 1: treatment site responses by maximum severity occurring in >5% of subjects after initial treatment (n=265) potential treatment site responses post injection with juvederm voluma xc including swelling, firmness, lumps/bumps, and redness. Device and injection related adverse events occurring in <1% of subjected included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%, injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Two subjected (0.7%; 2270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids anti-inflammatory medication, and hyaluronidase. All events resolved. Post-market surveillance. Juvederm voluma without lidocaine has been marketed outside the us since 2009. As of (B)(4) 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency <5 and were not observed in the clinical study; this included reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase anti-inflammatories, anti-histamines, aspiration radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage and surgery.

Event description:
Healthcare professional reported five months after injection in the "cheeks" with 2 syringes of juvederm voluma xc and four months after a subsequent "touch up" injection with 1 syringe of juvederm ultra plus in the nasolabial and malar areas"/"cheeks" the patient experienced a "delayed reaction" opf "nodules in the injected areas" and "under the eyes". Additional symptoms included redness, swelling, "induration", "inflammatory" and "hypersensitivity". The symptoms were confirmed by the doctor approximately two weeks after onset during a follow up appointment. On that date, the patient was prescribed "doxycycline and naproxen" to treat the symptoms:. Four days later, the patient was switched to biaxin and aleve. This is the same event and the same patient reported under ID# 3005113652-2014-00345 (allergan complaint# (B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.